Event description:
It was reported that a device failed the flow rate test during pm testing at a rate greater than 5%. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received the evaluated the device. The eval found that the unit passed the flow rate test in accordance with the preventative maintenance procedure per the spectrum service manual and delivered within design specification. However, additional flow rate testing was performed and a flow rate inaccuracy greater than -5% was found at 400, 800, and 999 ml/hr and the unit will be reworked.